Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The distal end of the stent had stretched and bent stent struts. The stent had move distally on the balloon, most likely due to the stent damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating that the stent was positioned between the markerbands. Functional testing was performed and the device was inflated and deflated with no issue. The stent moved even further distally during inflation. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2016. It was reported that the balloon failed to inflate. The target lesion was located in the coronary artery. A 8 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, the balloon could not dilate the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and stent move on balloon.